Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer's fill estimates were inaccurate. No troubleshooting could be done as the customer was not experiencing any issues at the time of the call. There was no reported impact to the customer's blood glucose level.